Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently the insulin gauge was inaccurate. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 250-299 mg/dl.